Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion case, the imaging system was not transferring 3d scans to the navigation system. Two 3d scans were taken and both had the nav tag. When sending to the navigation system, no confirmation was received on the mobile view station (mvs) that the scans were sent successfully. The site rebooted the navigation system and tested a new network cable. When sending the image from the imaging system manually, a transfer error was received on the navigation system. The site switched back to the original network cable and received a connection error on the navigation system. The equipment task showed a green line of communication, even when the cable was wiggled. Verification from the imaging system to the navigation system was successful. The suggestion was made to reboot the mvs and in the middle of the reboot, the exams loaded onto the navigation system. There was reported delay to the procedure of 30 minutes and no impact on patient outcome. No additional information is available.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were evaluated by medtronic personnel. It was reported that the logs showed no insight into the auto-transfer of the second image. For the first transfer, the imaging system received a communication error and the navigation system consequently removed the existing registration transform file. It was reported that the initial push failed as the associated registration transform file was removed.

Manufacturer narrative:
Correction: investigation coding updated to properly reflect investigation.